Event description:
Pt presented with cardiogenic shock status post lvad. Head CT ordered by cts surgery showed an incidental finding of left inferior cerebellar intact without any symptoms. Pt currently doing well without any focal deficits.

Event description:
(B)(6) 2018, pt presented to ed with c/o headache CT scan revealed a hemorrhagic cva. Gv is a (B)(6) y/o male with past medical history of afib, large iwmi sip pci to rca ((B)(6) 2018) complicated by vtach and cardiogenic shock requiring ECMO/iabp. S/p heartware lvad (B)(6) 2018, now admitted with hemorrhagic stroke. This is the pt's second stroke in a month.